Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller needs the patient to activate MRI mode to verify MRI eligibility but the patient¿s ins battery is depleted. Per the patient, the ins battery has been depleted over a week. The patient has their recharging equipment so it was recommended that the patient charge their ins and then activate MRI mode before the scan. The caller called back on (B)(6) 2019 indicating that the patient had an accident/wreck about 2 months ago and since then, they have been unable to get the charger to connect to the ins. The last time the patient was successfully able to charge their ins was a couple of months ago. The patient was redirected to follow up with their managing hcp to discuss the issue and verify MRI eligibility. The event began in (B)(6) 2019. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was confirmed that the ins was overdischarged and the battery was dead. The ins was reset, and the patient reported that now the battery only stays charged around two hours. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins died within a day of the overdischarge recovery. The patient would recharge the ins every night fully, and then by the next morning, it would be depleted. The patient just keeps the ins turned off because they cannot keep it charged up. The patient mentioned that they might be interested in having the ins removed in the future. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that nothing was done to determine how the wreck affected the device. The patient said it won't stay charged overnight. The patient wanted to consider having the device removed. The patient said that the device was not overdischarged and said it was dead. The patient went to get it rebooted and the battery charged, but now the battery is nearly dead every morning and it was taking up much of the patient's time daily. No further complications were reported.